Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Lot number is now known. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. Date of manufacture is now known. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: orchid unique / final inspection and packaging by: monument; release to warehouse date(s): march 26, 2014 quantity (B)(4), may 21, 2014 quantity (B)(4), august 16, 2014 quantity (B)(4); part: 03.503.264 matrix 1.1mm drill bit/hxc 4mm stop/52mm (non-sterile) lot: u201088; lot quantity: (B)(4)(three batches total). Purchased finished goods travelers met all inspection acceptance criteria. Inspection sheets, incoming final inspection met all inspection acceptance criteria for all three batches. Certificates of conformance received from orchid were reviewed and found to be conforming. Packaging label logs were reviewed and found to be conforming. Packaging boms were reviewed and all components used met current, specified packaging requirements. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection, packaging or release that would contribute to this complaint condition. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation flow: broken . Visual inspection: visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The oblique break occurred approximately 2.2mm distal to the transition between fluted distal tip and solid proximal shaft. Measured using calipers. The sheared off tip fragment was not returned. Document / specification review: the returned device was manufactured in 2014 and is 4 years old. Purchased finished goods travelers met all inspection acceptance criteria. Inspection sheets, incoming final inspection met all inspection acceptance criteria for all three batches. Certificates of conformance received from orchid were reviewed and found to be conforming. Packaging label logs were reviewed and found to be conforming. Packaging boms were reviewed and all components used met current, specified packaging requirements. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection, packaging or release that would contribute to this complaint condition. Tabulated product drawing for the family of ø1.1mm drill with stop and hex coupling for matrix system was reviewed during this investigation. The device is a reusable instrument in the depuy synthes matrixneuro instrument set. The drill bit is used to predrill holes prior to screw insertion. No product design issues or discrepancies were observed. Dimensional inspection: the outside diameter of the shaft near breakage measured ø1.06mm at cq which is within specification of ø1.1mm +0.010 / -0.014mm. Material analysis: the design drawing specified for the device to be manufactured from 440a stainless steel and heat treated. The material certification in the DHR shows that the device hardness measured 51.4hrc which is within specification of 50-55 hrc. The 440a material was confirmed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Conclusion: a root cause for the drill bit breaking could not be definitively determined based on the provided information. The oblique fracture pattern suggests that an off-axis force during drilling is a likely contributor. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, the drill bit broke. The surgery was finished without any other problem although it was not reported how the surgery was completed. There were no broken parts in the patient¿s body. The procedure was completed successfully with no surgical delay. Patient status is fine. This report is for a matrix 1.1mm drill bit/hxc 4mm stop/52mm. This is report 1 of 1 for (B)(4).